Manufacturer narrative:
Concomitant medical product: catheter model: 8703w, lot#: l36315, implanted: (B)(6) 1995, explanted: unk. (B)(4).

Event description:
It was reported that during a pump replacement surgery on (B)(6) 2012 a catheter break was observed and needed to be replaced. Patient was unable to feel the new catheter and indicated that he was very lean and was to follow-up with the healthcare provider on (B)(6) 2012. No patient symptoms/injuries related to this event were reported. Drug delivered via the device was morphine. On (B)(6) 2012 it was reported that patient had no concerns regarding device or therapy and that he received assistance and his concerns were resolved.